Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the handle locking switch on the cutting forceps would not work. The reported malfunction occurred during a therapeutic transvaginal hydrolaparoscopy. The procedure was completed using the same set of equipment. There were no reports of patient injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the handle locking switch on the cutting forceps would not work. The reported malfunction occurred during a therapeutic transvaginal hydrolaparoscopy. The procedure was completed using the same set of equipment. There were no reports of patient injury associated with this event.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the handle locking switch on the cutting forceps would not work. The reported malfunction occurred during a therapeutic transvaginal hydrolaparoscopy. The procedure was completed using the same set of equipment. There were no reports of patient injury associated with this event.